Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 412 mg/dl. Patient's current blood glucose value: 370 mg/dl. Customer was unable to troubleshoot at time of call. The device is not expected to be returned for analysis.